Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation it was noted that patient's left ventricular (lv) lead exhibited high capture threshold and extra-cardiac stimulation. The lead was capped and replaced on (B)(6) 2021. The patient was stable.